Event description:
Reason for cle transmission: elevated heart rate intermittent atrial undersensing noted. Not affecting device function. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).